Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9536437. The product reference rja2081002 lot number 10246857 has been manufactured for 195 pieces in (B)(6) 2025. The expiry date is october 2029. This product was a kit; it was made with following components: - j catheter (B)(6) lot number 10143521. - dilator ch06 item number (B)(6) lot number 10030024 & 10009136. - chiba needle 18g item number (B)(6) lot number 10071098. - chiba needle 22g item number (B)(6) lot number 10143537. - guide wire item number (B)(6) lot number 10030020. This intermediate yj160890 lot number 9364140 has been manufactured for 500 pieces in february 2025 with intermediate product (B)(6) lot number 9875771, 9875772, 9875770 & 9888718 these intermediate was made with component (B)(6) "mandr-k mandrin corde sde en j" lot number 9697266, 9683258 and 9675197 made in (B)(6) and (B)(6) 2024. According to the information known, quality database was checked and revealed one corrective and preventive action, CAPA-000362 "mandrel blocked in (B)(6)" opened in (B)(6) 2025. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. This complaint may be related to this CAPA, due the strength necessary to retrieve the mandrel from the j cathteer, which can block the mandrel inside the j catheter. A similar case study was done based on percutaneous nephrostomy sets & accessories over last four year, 18 similar cases were found. A rmf evaluation was performed based on (B)(6) - risks identified 13270, 13272, 13274, 13274a (hazardous situation: catheter is not correctly positioned). The residual risk associated with the use of the medical device when weighed against the benefit/risk ratio to the patient / user is adequately or sufficiently controlled. The harms, severity and occurrence are within anticipated levels per the risk documentation.

Event description:
According to the available information the device could not be left in place in the patient and therefore had to be removed, requiring the use of a second device. The metal mandrel, which keeps the catheter rigid during insertion, had become detached from its support and was therefore stuck in the nephrostomy catheter. It had to be removed by hand.

Event description:
According to the available information the device could not be left in place in the patient and therefore had to be removed, requiring the use of a second device. The metal mandrel, which keeps the catheter rigid during insertion, had become detached from its support and was therefore stuck in the nephrostomy catheter. It had to be removed by hand.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.